Event description:
After the patient discharged in 2002. In 2002 hydrarthrosis recurred in the right knee, and calcium pyrophosphate crystals were found in the test of punctured synovial fluid. On 03/15/02 the reporting doctor's review denied the relationship between this case and artz dispo.

Event description:
Arthritis: since 2001, the patient has received intra-articular injection of artz dispo and 1% xylocaine once a month. In 2002, after injection of artz dispo and 1% xylocaine into bilateral knee joints, the pain in the right knee became severer and joint fluid started to accumulate in the early evening. The following day, reexamination was performed. By puncturing the joint, 25 ml of joint fluid (yellow transparent) was collected ans submitted to culturing. The result was negative (-). The next day, the pain was not relieved, and the patient was hospitalized. Six days later, arthroscopy was conducted. Proliferation of synovial membrane was found and synovectomy was performed. The patient had drip infusion of cefamezin alpha (cefazolin sodium: 2 g/day and pansporin t (cefatiam hexetil hydrochloride) was also prescribed. As of 2 weeks later, the patient was staying at the hospital and the pain tends to be subsiding.